Event description:
Healthcare professional reported approximately 4 months after injection with juvederm voluma with lidocaine in the cheek and chin, the patient noticed lumps at the injection sites. Within 1 month of symptom onset the patient presented to the healthcare professional with inflammation; "pain on pressure"; and small lumps at the injection sites, only one of which was visible, the others were "perceived on touch". Patient was treated with varidasa and omeprazole which reduced the inflammation but not the lumps or pain. Patient was additionally prescribed dacortin and "zithromax". The healthcare professional noted approximately 2 weeks prior to symptom onset patient developed "pharyngitis" and was treated with antibiotics.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bumps, inflammation, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area.